Event description:
It was reported that an uneventful novasure endometrial ablation took place on (B)(6)2010 followed by a "pelvic infection". On (B)(6) 2010, the pt presented with lower abdominal pain and was admitted to the hospital. Lab work, an ultrasound, and a computed tomography (CT) scan of the abdomen and pelvis were performed with no findings. The pt had a "total abdominal hysterectomy and bilateral salpingo-oophorectomy" (reason unk) and was discharged on (B)(6) 2010. On (B)(6) 2010, it was reported that the pt was seen on f/u and was "better". We have been unable to obtain additional information surrounding the pelvic infection.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned, therefore, a failure analysis of the complaint device can not be completed. Lot number not provided by the complainant, therefore, the manufacture date is not known. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. If additional relevant information is rec'd, a supplemental medwatch will be filed. Device history record (DHR) review could not be conducted for the disposable device as a lot and serial number were not provided by the complainant. (B)(4).